Manufacturer narrative:
Patient weight unknown / not provided. (B)(4).

Event description:
It was reported that the screw portion of the locator abutment (loa002) fractured. The implant remains implanted and another locator abutment was placed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One locator abutment was returned for evaluation. The device was shipped to the supplier (B)(4) for evaluation. The evaluation results have not been returned from the supplier. Should results be returned, a supplemental report will be submitted. A singular cause cannot be determined.